Event description:
Boston scientific received information that this right ventricular (rv) lead was extracted due to a conductor fracture. No additional adverse patient effects were reported.

Event description:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the five returned lead segments were performed. Visual inspection revealed abrasion in the outer insulation where the outer coils were exposed. The location of the abrasion was unsure except that it was in some part of the mid-section of lead body. The abrasion was smooth and it is possible the abrasion may have been a result of lead-on-lead contact. Another lead had been implanted and explanted on same date as this lead. This finding could have contributed to the clinical observation of noise. Resistance testing and x-ray examination on the returned segments of the lead revealed no conductor coils fractured. However, the inspection did find coils fracture from being stretched and pulled to the point of fracture. The tip section of lead is missing, and was not returned.

Event description:
Additional information received from a medwatch report from the facility indicated there were attempts to reprogram the rv outputs to 4.6 volts at 0.75 ms prior to the lead extraction, due to increased thresholds and episodes of loss of capture (loc). The lead was ultimately extracted during a device replacement procedure.

Manufacturer narrative:
Segment 1 was a proximal segment measuring 6.5 cm in length; the distal end was severed. Setscrew marks were noted on the terminal pin and ring. Segment 2 was a middle segment measuring 68 cm in length. The length was exaggerated due to stretched inner and outer coils on one side of the segment. The stretched region was bare of insulation, 50.5 cm long. On the opposite end, the inner coils and inner insulation were pulled past the outer coils and outer insulation by 6 cm. There were three sutures that remained tied-down on this segment. One of the three was tied through the outer insulation and may have been part of the extracting stylet. The extracting stylet was stuck in this segment. Cuts and tears were also observed in the outer insulation, likely from extraction. One end of the segment indicated outer insulation abrasion. Both ends of the segment were severed. Segment 3 was approximately 2.5 cm in length. This segment was part of segment 2. One end indicated the outer insulation abraded through, exposing the outer coil which matched-up with the abrasion found on segment 2. Both ends of the segment were severed. Segment 4 was approximately 15 cm in length. This segment contains only the outer insulation. It had a long tear on one end, likely from extraction. This segment matched-up to one end of segment 2. Segment 5 was approximately 17 cm in length. This segment contains only the outer coil. This segment was extremely stretched where both ends of the segment showed all coils' ends were fractured (ductile).

Manufacturer narrative:
Analysis of the returned product is currently ongoing. This report will be updated upon completion of the analysis.